Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The distributor reported the thermogard xp ivtm system (B)(6) displayed an intermittent fault. The error message says to turn the console off and on again. No patient involvement.